Manufacturer narrative:
This report is filed july 13, 2016. Device not received by manufacturer.

Event description:
Per the clinic, the patient experienced infection, swelling and necrotic tissue at the suture site, resulting in migration of the receiver stimulator. The patient was treated with oral antibiotics on (B)(6) 2016, for a duration of 20 days; however, the issue could not be resolved. Subsequently, revision surgery was performed on (B)(6) 2016, to remove the necrotic tissue and relocate the receiver stimulator; however, biofilm was found and subsequently the device was explanted. It is unknown if reimplantation is planned, as of the date of this report.